Manufacturer narrative:
(B)(4). Device was reportedly disposed of ¿ therefore device not implanted / explanted and will not be returned. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿DHR review is for sterilization procedure only: no deviation to print documents were found. Manufacturing location: (B)(4). Manufacturing date: 18 november 2014. Expiry date: 1 november 2024. Article 04.210.116 was manufactured in the us with lot number 7757522. Part number 04.210.116, lot# 7757522. Manufacturing location: (B)(4). Manufacturing date: 09/23/2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during surgery for distal tibia fracture on (B)(6) 2015 the surgeon tried to insert a screw into the second distal hole of the radial side of a plate after pre-drilling. The inserted screw would not tighten, and kept idling. Eventually, the surgeon removed the screw from the plate-hole did not lock the plate with the screw. The surgeon completed the surgery without inserting the screw. Although a surgical delay was reported, the extended time is not unknown. No adverse consequences were reported. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.